Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a suspected micro-perforation. The patient presented with pericardial effusion and left pleural effusion. Given the left pleural effusion, the physician suspected that it was caused by the right ventricular (rv) lead, however, this could not be confirmed so both the right atrial (ra) and right ventricular (rv) lead were repositioned and remain in use. No further patient complications have been reported as a result of this event.